Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). A replacement procedure was scheduled. Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received indicating the hospital retained the device and it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.